Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient was seen in the clinic with complaint of shortness of breath. Interrogation indicated a possible dislodgement of the right atrial lead due to the lead capturing the right ventricle while pacing the right atrium. The lead was not capturing the right atrium. The patient also had diaphragmatic stimulation from the left ventricular lead. The device was reprogrammed. The atrial lead was then revised. The patient will be monitored to see if the diaphragmatic stimulation improved. Both leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 implantable pacing lead, (B)(6) 2013. (B)(4).